Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Was received from a consumer (con) via a manufacturer representative (rep) regarding a trial patient. Patient reported that their symptoms were the same or worse than before the procedure. Patient sated they were "leaking like a maniac" and that stimulation was causing them to be uncomfortable. Stimulation was reduced and patient was at comfortable. Patient also reported that they thought the lead was no longer connected and that the device was not working because the wires had come unattached so they disconnected the entire thing. No further complications were noted or anticipated